Event description:
A patient is 70-year-old male. To remove the 17 year and 10-month-old abbott ICD lead "riata", the evolution 13fr was covered with lr-tss-13.0 and dissection was advanced to the tip of the lead. Immediately after the lead was successfully removed, the patient's blood pressure, which had been maintained at around 100, dropped to the 70s. The anesthesiologist confirmed pericardial effusion by transesophageal echocardiography. The blood pressure drops to the 40's and showed no sign of rising, so the surgeon, dr. (B)(6), ordered a chest opening. Cardiovascular surgery was performed and the patient was stabilized.

Manufacturer narrative:
The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation after manufacturer requested for the return. D4 - primary UDI number: unknown, d4 - expiration date: unknown, e1 - title: unknown, (B)(6), e3 - occupation: unknown. The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.